Event description:
According to the reporter: the surgeon fired along the pedicle and had a bleeder. He used suture to control bleeding. The surgeon stated he had to transfuse blood to the pt but did not specify on how much.

Manufacturer narrative:
(B)(4).